Event description:
Boston scientific crm received information that this lead was explanted, due to infection. The patient was treated pharmacologically prior to implantation of another guidant lead. The patient is currently reported in good health with no adverse effects.

Manufacturer narrative:
The explanted lead is not expected to be returned for post explant analysis. At this time, no additional information has been received.